Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed internal test and safety valve test during pre-use check and the ventilator will not boot up on power up. The reported problem could be duplicate and the investigation found that the expiratory channel printed circuit board (pcb) and panel pcb were found defective and replaced. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The received device logs reveals that the ventilator failed pre-use check at 08/19/2021. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).